Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose reading while stuck in auto mode. Blood glucose value was 35 mg/dl at the time of the incident. The customer was not hospitalized. Troubleshooting was performed and the customer was advised that the suspend on low are turned off automatically. And to make sure he turns those back on when he needs it. Nothing will be replaced or returned.